Event description:
The lp-15 pulse oximeter failed during flight while treating a seriously injured pt. There was no adverse affect to the pt. I did all the troubleshooting to correct the problem(checked sensor position, shielded from light, changed sensor location, increased sensitivity, changed to disposable sensor). I then applied a pulse ox from a separate monitor (propaq) and I got a reading. I placed the two sensors on fingers next to each other and still could not get a reading from the lp-15 but the propaq functioned normally. This exact problem has occurred prior.